Manufacturer narrative:
On 22-sep-2020, mentor received additional information regarding the patient's symptoms. The patient experienced soft tissue necrosis. The relevant field has been updated. On 5-oct-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturers' reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Necrosis may prevent or delay wound healing and require surgical correction, which may result in additional scarring and/or loss of tissue. Implant removal may also be necessary. Necrosis is a known complication associated with these devices and is referenced in our current product insert data sheet. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the revision surgery. The patient's revision surgery was rescheduled from (B)(6) 2020 to (B)(6) 2020. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 270cc mentor memorygel breast implant and experienced postoperative left-sided grade IV capsular contracture. A healthcare professional stated that the patient came in on (B)(6) 2020, and a doctor diagnosed the capsular contracture via physical exam. As a result, the patient is scheduled to undergo removal and replacement with an unspecified breast implant on (B)(6) 2020.